Event description:
It was reported that a user received a ¿sensor failed¿ alert with a libre 3 plus sensor that was paired to another device, and was advised that the libre 3 can pair to only one device; the user applied a new sensor and completed pairing with assistance, after which the sensor entered warm-up. Symptoms included no impact to blood glucose. Outcomes included no changes to medical care and no interruption to daily activities. Investigation included technical troubleshooting and user education on correct device pairing and sensor replacement. Investigation of this case revealed user pairing to multiple devices as the likely cause of the pairing failure. It was concluded that the event was related to use error with sensor pairing rather than a device malfunction.